Event description:
The surgeon reported that the pt's skin flap is open. No infection was reported. The pt was treated with ciproxina and augmentin for ten days. The pt is being monitored by the ent doctor.